Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a surgical procedure the patient experienced a corneal burn. The patient required sutures to close the wound. The staff reprimed the handpiece and the case was completed. The patient's vision was not impacted, there was no effect on visual axis. The surgeon confirmed that the patient is doing well post operatively.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(6).